Event description:
It was reported that during a laparoscopic nissen fundoplication, the 2nd reload to the device fell apart, and the pieces of metal needed to be retrieved from the pt's abdomen. The surgeon believes that all the loose pieces from the reload were retrieved. The procedure was completed with a like device. There was no pt consequence.